Event description:
It was reported that impedances greater than 10000 ohms were found on contacts 8 through 15 [except 11]. These high impedances were found both post operation and 2-3 weeks post operation. Impedances on contacts 0 through 7 were normal and the patient was receiving proper therapeutic effect from her neurostimulator programing. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), lead model 39565-65, serial# (B)(4), implanted: (B)(6)-2011, explanted: unk.